Manufacturer narrative:
The lot number was reported and a lot history review will be performed. The device was returned to bd for evaluation and a electronic photo was returned for review. The investigation identified for foreign material. Based on the information provided the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced foreign material present in device. This information was received from one source. The malfunction did not involve a patient.